Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had "already gone through withdrawal" and so the pump was being filled with saline (0.006mls, conc. 1ml/ml) and left in min rate mode until revision. The patient had gone through "overdose and withdrawal and had been hospitalized for months with problems". The earlier drugs infused via the pump included hydromorphone (dilaudid) and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.